Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5087015) that a female patient who underwent breast prostheses implantation with unspecified mentor gel breast prostheses developed capsular contracture (baker grade unknown) in her left breast. The patient reported that the left breast is as hard as a rock. In addition, the patient reported that her right breast is sagging and believes that it is leaking. She is concerned that silicone may be getting into her body. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.